Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bullous dystrophy resection, the device¿s handle was defective. When the handle was engaged, the staples remained blocked, rendering the material unusable. The surgeon able to press the green button, the handle did not squeeze and the staple line was incomplete. After they changed all the devices (handle and refill) the procedure was able to continue. There was no patient injury.